Manufacturer narrative:
Sample is li heparin with a gel barrier that was centrifuged for 3 minutes at 5200rpm on the automation line. The sample was a short draw. The sample collection tube was not filled to the recommended volume. Qc was within the customer's established ranges prior to and after the event. On (B)(6) 2011, system check was performed which met specifications a bci field service engineer (fse) performed the following: verified the alignments were in specifications. System check, high sensitivity system check, carryover and prevision tests. All tests met specifications no hardware issues were addressed that would have contributed to this event. No clear root cause could be determined for this event.

Manufacturer narrative:
Removed the check mark on life threatening, which was inadvertently entered.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low thyroid stimulating hormone (tsh) result below the normal reference range for a patient generated by unicel dxi 800 accesss chemistry analyzer. The result was reported out of the laboratory and questioned by the physician since it did not match the patient's clinical picture. Patient results are provided. No reports of death, injury, or change to patient treatment have been reported in connection with this event.